Event description:
Customer states the express 4 unit had no power.

Manufacturer narrative:
It was reported that the express 4 unit was inoperable. Upon further investigation, it was noted that the interconnect cable to the board showed signs of being burnt. There were no reports of injuries, no visible flames, smoke, or fire dept called. The unit was repaired and sent back.